Event description:
Concomitant devices reported: titanium locking compression plate (lcp) proximal humerus plate (part number 441.903, lot unknown, quantity 1); locking screws (part number unknown, lot unknown, quantity 7); cortex screws (part number unknown, lot unknown, quantity 3).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only event year is known. This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent post-op removal of hardware and revision of fracture. 2 unknown locking screws were loosening in the proximal humerus plate. The fracture collapsed into varus. It was originally implanted on (B)(6) 2020. All locking screws are placed back in holes at end of the case to test locking capability and they all locked. The surgeon voiced he felt it was a failure by the resident to final tighten screws. Patient outcome was okay. Concomitant devices reported: titanium locking compression plate (lcp) proximal humerus plate (part number 441.903, lot unknown, quantity 1), locking screws (part number unknown, lot unknown, quantity 6), cortex screws (part number unknown, lot unknown, quantity 3). This report involves 1 unknown screws: locking. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.